Event description:
It was reported that during a stone procedure, a new fiber was used for the first time, and it was broken. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in two pieces, fiber body was broken. During the microscopic analysis it was observed that the connector presented severe burn marks and there was no light exiting the connector face. During functional testing the console showed: treatments used: 0, treatments left: 1. It is probable that procedural handling and procedural conditions of the device during set-up and/or use may have contributed to the fiber break. The complaint was confirmed. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a stone procedure, a new fiber was used for the first time, and it was broken. The procedure was completed with another fiber without patient complications.